Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to silent ischemia and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion #1 was a de novo lesion located in the first obtuse marginal (om) branch with 95% stenosis and was 22 mm long with a reference vessel diameter of 3.25 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 24 mm ion¿ stent with 0% residual stenosis. The target lesion #2 was a de novo ostial lesion located in the proximal right coronary artery (rca) with 90% stenosis and was 12 mm long with a reference vessel diameter of 3.5mm. It was treated with pre-dilatation and placement of a 3.00 mm x 16 ion¿ stent. Following post dilatation the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient was diagnosed with progression of coronary artery disease (cad) and was hospitalized. The following day, the 99% focal restenosis of the previously placed study stent in the proximal rca was treated with balloon angioplasty and placement of an unspecified drug eluting stent, with 0% residual stenosis. One day post procedure, the isr was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).